Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited far-field r-wave oversensing resulting in false atrial-tachycardia response episode. Technical services reviewed the data and suggested adjusting sensitivity. This device remains in service and no adverse patient effects were reported.